Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to fill the cartridge with insulin but felt resistance and unable to inject insulin into the cartridge. The customer stated was able to fill a cartridge after a new needle and multiple cartridges. There was no reported impact to the customer's blood glucose level.